Event description:
It was reported that during initial ilet setup the user could not access the weight entry prompt after completing cartridge, tubing, and infusion set steps because the freestyle libre 3 plus sensor had been started in the libre app rather than in the ilet app, resulting in the sensor being in use by another device and preventing ilet setup progression. No clinical symptoms associated with inability to proceed with ilet configuration. Outcomes included a training and setup delay without clinical impact. Customer care provided support that included customer education and troubleshooting to start a new fsl3+ sensor through the ilet mobile app. Investigation of this case revealed app workflow incompatibility and sensor pairing to a non-ilet application as the factors preventing data flow needed for setup; the ilet pump and infusion components were not implicated. It was concluded, based on previously established findings for similar reports, that user setup through an incompatible application caused the event.